Manufacturer narrative:
Upon completion of the investigation it was noted that upon a visual inspection it appears that the catheter may have come in contact with the edge of a sharp instrument as the cut is clean sliced. There are no jagged edges to suggest the catheter was broken or torn. However, the exact manner in which the catheter became cut could not be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the distal catheter was broken resulting in the catheter dropping into the abdomen. As a result the device was revised.